Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ number 16 states, ¿interoperative and/or postoperative pain.¿ this report is number 12 of 17 mdrs filed for the same patient (reference 1825034-2015- 00661 / 00677).

Event description:
It was reported that patient underwent an initial left knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2009 due to unknown reasons and again on (B)(6) 2009 because the patient felt discomfort as if the implant did not fit properly. Another revision occurred on (B)(6) 2009 due to unknown reasons. Patient underwent a further revision on (B)(6) 2010 due to a painful and unstable knee. Another revision occurred on (B)(6) 2010 and again on(B)(6) 2010 due to unknown reasons. It was further reported that the patient was revised again on (B)(6) 2010 due to an infection. It was noted in the operative report that there was extensive fibrinous material throughout the knee, particularly distally and around the upper part of the tibia. The tibial component was removed and replaced with a 67mm tibial plateau embedded within antibiotic cement. The distal femoral components from the distal subtrochanteric area were removed, separated, washed, sterilized, and reimplanted. New polyethylene components were utilized to complete the procedure. Revisions also occurred on (B)(6) 2010 and (B)(6) 2011 due to unknown reasons. The most recent revision occurred on (B)(6) 2015 due to unknown reasons. The patient will be undergoing another revision surgery on an unknown date for dislocation of the yoke, whereby the bearing appears to be too thick for the current yoke. A custom extra long yoke is being made which should reduce the chance of future dislocations. This new planned revision has not been reported to date.